Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error (b30) was due to corroded connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to corrosion on connector, error code b30 (scope communication error) is displayed; there is corrosion on top cover; and that there is corrosion on chassis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis exera iii xenon light source, displayed error message e315 (incompatible scope). The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that error code b30 (scope communication error) was displayed. No image available. This report is being submitted to capture the reportable malfunction found during evaluation.